Event description:
The report received from the field indicated that during a percutaneous coronary intervention (pci), the physician was delivering the cypher 2.25 x 23 mm stent (stent #1) to the left anterior descending (lad) target lesion through another stent when he felt the stent strut became stuck on the previously implanted stent. The physician felt that the stent had started to come off of the stent delivery system (sds) and he implanted it just proximal to the intended target lesion before the stent dislodged fully. The physician then asked for another cypher 2.25 x 23 mm stent (stent #2). The product was prepped and just prior to inserting the sds into the guiding catheter, he noticed that the stent struts were flared out on the end of the stent. This stent was not clinically used in the patient. Another stent was then used to complete the procedure successfully. There was no reported patient injury. No additional information is available.

Manufacturer narrative:
The report received from the field indicated that during a percutaneous coronary intervention (pci), the physician was delivering the cypher 2.25 x 23 mm stent (stent #1) to the left anterior descending (lad) target lesion through another stent when he felt the stent strut became stuck on the previously implanted stent. The physician felt that the stent had started to come off of the stent delivery system (sds) and he implanted it just proximal to the intended target lesion before the stent dislodged fully. The physician then asked for another cypher 2.25 x 23 mm stent (stent #2). The product was prepped and just prior to inserting the sds into the guiding catheter, he noticed that the stent struts were flared out on the end of the stent. This stent was not clinically used in the patient. Another stent was then used to complete the procedure successfully. The IFU indicates that special care must be taken not to handle or in any way disrupt the stent on the balloon. This is most important while removing the catheter from the packaging, placing it over the guidewire and advancing it through the large-bore rotating hemostatic valve and guiding catheter hub. There was no reported patient injury. No additional information is available. The first cypher stent was not returned for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The second cypher stent was returned for evaluation. The product was not received in its original packaging. The stent was correctly mounted on the sds balloon; however, two proximal struts were found uplifted. No other anomalies were observed. The crossing profile of the middle and distal sections of the stent were measured and they were found within specification tolerance. It was not possible to measure the proximal section of the stent due to the strut uplifted condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Difficulty crossing a lesion and tracking a product through an anatomical structure are known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross or track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Based on the information available for review, there are possible vessel characteristics (pre-existing stent) and procedural factors that may have contributed to the difficulty delivering the first stent ultimately leading to stent deployment due to perceived risk of stent dislodgement. The complaint reported as "stent out of shape-strut uplift" was confirmed. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2010-00365 and # 3003742446-2010-00366.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2010-00365 and # 3003742446-2010-00366.